Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty delivering a bolus. During troubleshooting with tandem technical support, it was found that the customer was inputting a carbohydrate value as a blood glucose (bg) value which prevented customer from delivering a bolus. Customer reported that bg level was 434 mg/dl. Customer reported the following day that bg level was under control and "everything went smoothly" after troubleshooting with tandem technical support.